Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/delivery test due to moisture damage inside back pressure sensor. Motor passed motor test. Unit passed no delivery test and no excessive no delivery alarm noted. Unable to perform occlusion test due to motor error alarm. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 47 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.